Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 85 90-1, lot # n238370, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall occurred (B)(6) 2014 @ 12:23 and no recovery was noted. Per the reporter the day before the report the patient was standing next to another patient who had an implantable ins and the patient was adjusting ins with the programmer giving himself ¿electric shocks.¿ the patient noticed the pump started to alarm last night, (B)(6) 2014. The hcp programmed a single bolus 0.5 but stated the stall still appeared. On (B)(6) 2014, the patient stated the hcp was able to clear the alarm and get the pump working again though it stopped again the next day and the patient went back to the hcp on (B)(6) 2014. The hcp reset the pump and the pump shut down again at 6:02 pm and started critically alarming and now was alarming every 30 minutes. The patient stated they feel nauseous, yawning, tired and had the hiccups. It was also noted the patient was sweating. The patient also hadn¿t been sleeping well because they were afraid of what might happen with the pump and was scared it may overdose though the hcp told the patient the pump was in ¿shut down mode¿ and won¿t do that so the patient felt bett ER about it. The patient stated the symptoms started the first day (B)(6) 2014, and they came on gradually but by third hour after pump issue the patient noticed them. The patient had an oral prescription for morphine but it hadn¿t been filled yet. The patient wasn¿t sure if the pharmacy had it in stock and or if the patient could get the medication. The patient wasn¿t up to driving to see who may have the prescription. The patient¿s hcp¿s office was closed (B)(6) 2014 through the weekend until monday. On (B)(6) 2014, the hcp indicated that the motor stall randomly occurred and recovered more than 24 hours later. The motor stall re-occurred and unsure if it recovered. The patient was given oral meds and they would likely explant the pump. On (B)(6) 2014, it was reported the hcp wanted to disable the pump as soon as possible due to the recurring motor stalls. Per the hcp the patient¿s pump can be turned on but is starts alarming approximately 2 hours after it is reset. There was more than one motor stall and the motor stall did recover >24 hours. It was not known if the motor stalls and motor stall recoveries occurred in a short duration. Per the hcp the patient was standing next to her neighbor who was using his st jude stimulator, the patient¿s battery started alarming while she was with him. She came in the next morning in withdrawal. The patient had been given oral meds to manage until the pump could be replaced and the hcp had reduced the morphine dose to 15mg/day. Per the reporter they would be getting the patient scheduled for surgery to replace the pump. The patient status at the time of the report was noted as alive, no injury. The patient outcome was noted as not recovered, symptoms/issue ongoing. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n238370, explanted: (B)(6) 2014, product type: accessory. The manufacturer¿s device registration system indicates that the pump was replaced and the existing catheter remained implanted.

Event description:
Per the patient, surgical replacement of the pump and catheter was scheduled for (B)(6) 2014.